Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor displayed a service code 102 and reset during a pulse test. The cause for the failure was isolated to a damaged high voltage capacitor c19 on the defibrillator pca. The capacitor's lead was broken free from the solder pad. The root cause for the damaged capacitor lead could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was resetting.